Event description:
(B)(4). (B)(6) called in operating room 5: both monitors in room are unable to receive any signal type. Failsafes are not working. Monitors are receiving power, but did not display any signal.

Manufacturer narrative:
There was no report of specific patient impact, and thus no patient information available. There is no expiration date for this product. The serial number is unknown so the device manufacture date is unknown. Device has not been returned to the manufacturer at the time of this report. Evaluation summary: it was reported that both monitors in the room are unable to receive any signal type. It was further stated the failsafes were not working. The monitors were receiving power, but did not display any signal. When both monitors are unable to receive any but the monitors are receiving power this indicates that either the route was not selected, the source was not powered on or the setting on the monitor is incorrect. Although the exact root cause is unknown and based on the reported failure mode, it is likely that the source they are trying to route is not powered on. There is no report of adverse consequences or patient involvement in this event. There were numerous attempts to contact the facility with regard to this issue however, there was no response. This not a single use device.